Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 320 mg/dl with moderate ketones, nausea, and frequent urination. A power/battery life issue was alleged. The patient received no unusual treatment. During troubleshooting, customer support found the correct battery type was being used, and the pump setting matched the battery type. There was no visible damage or corrosion. This complaint is being reported as the power issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box review shows unusual fluctuation of the voltage on (B)(6) 20154 16:16 th. A replace battery alarm followed by a power on reset was recorded on (B)(6) 2015 03:12; deliveries resumed at 08:54. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover; internal moisture was observed on the printed circuit board and internal components. The complaint was verified in the history but could not be duplicated during testing. Battery compartment is cracked below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing.